Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 3 years and 9 months post implant of a 23 sapien 3 valve, the patient now presents with stenosis and regurgitation. A valve in valve procedure using 23mm ultra valve was implanted successfully. Per medical record review, approximately 3 years and 9 months after the 23mm s3 valve was implanted, the patient had developed significant prosthetic valve stenosis and moderate aortic regurgitation which caused shortness of breath. The patient had a viv (23mm s3u in a thv valve) implanted on (B)(6) 2022 in the aortic position via tf approach. The implant was a success with no significant pvl. No complications or edwards device malfunctions were listed. Post op information did not list any tvr related complications, and the patient was discharged on pod 2.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints stenosis and regurgitation were confirmed based on medical record review. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, patient had stenosis, which can lead to regurgitation. Furthermore, due to pre-existing co-morbidities (hyperlipidemia, diabetes), which are known to increase the risk for thv calcification, it is likely that the leaflets became degenerated and/or thickened over time. Leaflet thickening can in turn interfere with normal coaptation functionality of the device by restricting the leaflet motion, and thus, resulting in regurgitation. Medical record review revealed that patient had a history of hyperlipidemia (high cholesterol) and diabetes mellitus ii. Diabetes is a known risk factor for developing bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. In this case, available information suggests patient factors (hyperlipidemia, stenosis, diabetes) may have contributed to the reported event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.